Event description:
It was reported in (B)(6) 2012 that the patient had developed a rash immediately after vns implant. The patient also states that she had sepsis and pneumonia a month after implantation and was hospitalized. The physician states that the patient was started on vimpat in (B)(6) 2011, but the rash was already present, and another medication change was the discontinuation of lyrica. The physician stated that she thought the rash was acne as she did not recall it being present immediately after surgery however she was waiting on confirmation. Follow up with the site revealed that the rash is not related to the patient's vns. There were no reports of trauma or manipulation and no interventions will be taken. The patient is being referred to another physician for treatment of the rash. Good faith attempts to obtain additional information on the reports of sepsis and pneumonia have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information received from the physician revealed that the pneumonia and sepsis are not related to the vns device. Another physician was responsible for treating these conditions and that is all the information the neurologist has. They site was not aware of any trauma or changes that would have caused the events to occur.